Event description:
Adverse event(s): "infiltrates" (corneal infiltrates); "redness" (red eyes); "blurriness" (blurred vision); "irritation" (irritation). Product problem(s): "none reported" (no info). A doctor reported 12 pts with corneal infiltrates, redness, blurriness, and irritation with use of this product and plasma treated lenses. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested by mail on 03/03/2010 and by phone on 03/12/2010, 03/23/2010, and 03/26/2010. A completed questionnaire has not been received. (B) (4). (B) (4).